Event description:
On (B)(6) 2012 customer reported an ongoing issue of diluent and clenz leaking from the probe wipe rinse cup of the lh780 instrument. Customer stated that the leak was not contained within the instrument and it spilled onto the counter. No injuries were reported and no erroneous patient results were generated field service engineer (fse) inspected the instrument and replaced the probe wipe module and drain line. Fse ran shutdown and startup two times and verified that there was no further leaking. Fse analyzed the latron , 5c, and retic-c controls and all passed. Fse noted that the root cause of the leak was that the black drain cup had broken off in the probe wipe module. The repairs resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation: results: black drain cup. (B)(4).